Event description:
It was reported that during an attempted implant, the atrial port of the device was not accepting the insertion of the lead. A white film was noted in the atrial port of the header. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of being unable to insert the atrial lead into the header was not reproduced in the laboratory. A test lead was able to be fully inserted into the atrial port during bench testing. Visual inspection, however, noted epoxy on the atrial ring spring, which is believed to have prevented the spring from expanding properly in the field, and resulted in the reported difficulty inserting the atrial lead.